Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An full osseotite® implant 3.75 x 11.5mm (fos311) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and excessive bone. No fracture or damage has been identified. No malfunction. Device history record (DHR) review was completed for the subject lot number (816789). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (816789) for similar event (complaint category keyword: dental : functional : fracture : implant) and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. UDI not available. Title unknown/ not provided. First/given name: unknown / not provided. Last name unknown / not provided.

Event description:
It was reported that the implant was removed due to fracture. Pain was reported as a consequence of the event.